Manufacturer narrative:
The reported symptom iipv (dv > 180% to 200% of fv) was not confirmed. The reported symptom scale reading error warning was not confirmed. The reported symptom draining slowly was not confirmed. During the treatment, weigh and record the amount of fluid in the pseudo-patient bag after each fill, and compare the weighed fill values in each cycle with the treatment¿s programmed fill setting. The simulated treatment was performed, completed without any failures or problems. The cycler weighed fill volume values were within tolerance. The system air leak passed. The voltage check passed. The load cell value and verification was within tolerance. A visual inspection of the returned cycler exterior showed no sign of physical damage. There was no presence of visible liquid or evidence of past fluid within cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported that the liberty select overfilled the patient during troubleshooting of an alarm. The patient¿s treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 4 where 4468ml drained. This drain is 186% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 2397ml is 4315ml. Therefore, a reportable malfunction has occurred. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. No treatments were missed. The liberty select was replaced.